Event description:
It was reported to siemens that an adverse event occurred while operating the somatom force CT system. A trauma patient with a severe head injury came into the hospital as an emergency patient on (B)(6) 2024. A native CT head scan was done successfully, however, the scanner failed to send images to the pacs system for further reconstructions. It was reported that the patient later died due to his severe head injury.

Manufacturer narrative:
During the investigation, the customer was contacted directly to clarify the reported situation. During this phone call on january 24, 2024, the customer confirmed that after the native scan the CT scanner became frozen. On the basis of the native scan, the doctors determined that the head injury was so severe that it was not possible to save the patient¿s life. According to the customer¿s healthcare professional, the described technical issue did not cause or contribute to the patient¿s death. The technical investigation is still ongoing. Based on the given statement from the customer, that the device did not cause or contribute to the patient¿s death, this report is filed with an abundance of caution. A supplemental report will be filed if the technical investigation shows any systematic or design issue.